Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a splenectomy procedure, the device fired then locked up in the middle of the procedure, the jaws would not open. An instrument was used to slide the tissue out of the jaws. The tech mentioned, the device may have been fired across a staple. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4) added additional information. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). This is a mod 03 device that has a lighter return spring. The lighter spring was a trade off to reduce the force to fire. This device does require the handle to be pushed open to open the device. There were no anomalies noted with the functionality of the device.